Event description:
Zimmer dermatome hand piece was used with an integra dermatome blade for skin graft procedure which caused patient injury. Zimmer blade is to be used only with the zimmer hand piece however integra blade fits into zimmer hand piece, additionally the zimmer blade and integra blade look similar, packaged similarly and they were stocked in the or in the same location. To note the zimmer blade does not fit into the integra handle.

Event description:
Zimmer dermatome hand piece was used with an integra dermatome blade for skin graft procedure which caused patient injury. Zimmer blade is to be used only with the zimmer hand piece however integra blade fits into zimmer hand piece, additionally the zimmer blade and integra blade look similar, packaged similarly and they were stocked in the or in the same location. To note the zimmer blade does not fit into the integra handle. Large open wound created. Skin graft procedure was completed.

Event description:
Zimmer dermatome hand piece was used with an integra dermatome blade for skin graft procedure which caused patient injury. Zimmer blade is to be used only with the zimmer hand piece however integra blade fits into zimmer hand piece, additionally the zimmer blade and integra blade look similar, packaged similarly and they were stocked in the or in the same location. To note the zimmer blade does not fit into the integra handle. Large open wound created. Skin graft procedure was completed.

Event description:
Zimmer dermatome hand piece was used with an integra dermatome blade for skin graft procedure which caused patient injury. Zimmer blade is to be used only with the zimmer hand piece however integra blade fits into zimmer hand piece, additionally the zimmer blade and integra blade look similar, packaged similarly and they were stocked in the or in the same location. To note the zimmer blade does not fit into the integra handle. Large open wound created. Skin graft procedure was completed.